Event description:
The event as reported as: heated wire burned a hole in the corrugated tubing of the circuit. The circuit was underneath a pillow at the time of the incident. No patient injury reported.

Manufacturer narrative:
Sample has been requested, but not received by manufacturer yet. Investigation is incomplete at time of this report. A follow up report will be sent when completed.